Event description:
10/23/99 pt c/o abdominal pain, blurred vision, loss of vision. Dialysis terminated after 2 1/2 hrs, and pt was seen and examined and sent to ER. Blood work drawn in ER was grossly hemolyzed. Heptaglobin also was low. Pt was admitted. Discharged stable 10/27/99.